Event description:
It was reported that the ilet user skipped required steps during a supply change and advanced past the fill tubing screen, observed drops, and needed guidance to return to complete fill tubing and then fill cannula. There were no reported adverse clinical effects. Outcomes included successful troubleshooting and user education with normal device function thereafter. Investigation included remote guidance through on-screen procedures and confirmation of correct completion of the fill sequence. Investigation of this case revealed user error related to incomplete supply change steps, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.